Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and controller were not returned for evaluation. Review of the available autologs report revealed one (1) controller power up event with an associated pump start logged on (B)(6) 2021 at 14:25:49. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) (ps2) was connected to power port two (2). The controller was without power for approximately 12 seconds. No vad stop alarms were logged within the analyzed period; however, the pump stop during the controller loss of power event likely corresponds with the reported vad stop event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the monitor cable was connected to the controller and the device was being inspected, the patient replaced the power supply. The power supply and the monitor cable might have been mistaken for an ac adapter, so the battery might have been removed. The patient's erroneous operation caused the two power sources to be lost and the ventricular assist device (vad) temporarily stopped. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system controller, model #: 1420, catalog #: 1420, expiration date: 30-sep-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation : no, mfg date: 17-sep-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.